Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port while administering medication. The following information was provided by the initial reporter, translated from dutch to english: "leakage at the injection port during administration of medication. Potentially no IV, but a second infusion in situ, a second infusion was needed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port while administering medication. The following information was provided by the initial reporter, translated from dutch to english: "leakage at the injection port during administration of medication. Potentially no IV, but a second infusion in situ, a second infusion was needed."